Event description:
It was initially reported to boston scientific corporation that a wallflex enteral colonic 22x90mm device was used during a stent placement procedure. Procedure performed on (B)(6) 2012. The device was intended to be used to treat a malignant stricture in the sigmoid colon. It was reported that the patient's anatomy was not tortuous. The device was used in conjunction with an endoscope and a jagwire guidewire. During the procedure, the device was advanced to the stricture. However, during an attempt at deployment, resistance was encountered and the proximal handle detached. It was reported that the stent was unable to be deployed. The device was removed from the patient's body and it was noted that the catheter was kinked at approximately 10 mm proximal to the distal tip. No damage was noted to the stent and there was no issue noted with the jagwire guidewire. The procedure was not completed as the same device was unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results which found part of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the stent was fully mounted. The outer sheath was kinked at several locations along its length. It was noted that the distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 115 mm from the handle break. This type of damage is consistent with excessive tensile force having been applied to the shaft. During analysis, it was not possible to retract the outer sheath to deploy the stent, so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent; however, the inner shaft was kinked at 20 mm proximal to the distal tip. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance.